Event description:
It was reported that during a biliary tube exchange treatment procedure, the coil on the amplatz super stiff guide wire became unravelled. The pt was asymptomatic during this event. When the amplatz guide wire was being withdrawn, it became caught on the biliary tube and coil unravelled. It is noted that the amplatz guide wire was manipulated through a metal needle entry. The amplatz guide wire was intact when removed from the pt. Another amplatz guide wire was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.